Event description:
It was reported that this left ventricular (lv) lead was case of an attempted implant due to product performance issue. Additional information received indicated that the whisper wire went through the side of the lead near the electrode. This lead was never in service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.